Event description:
It was reported that a physician trained in the use of the prostar xl device attempted to insert a 0.035 j tip guide wire during a pre-close procedure. The physician felt the guide wire crossed the hemostatic valve but became stuck inside the prostar xl device. The j tip guide wire was removed and a straight guide wire with a movable core was successfully inserted into the prostar xl device. There was no reported impact to the vessel closure. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The prostar xl device is to be used over a standard 0.038 inch or smaller guide wire.